Event description:
It was reported that a patient, with a sling device, underwent a surgical procedure to have an artificial urinary sphincter (aus) implanted due to the sling not functioning properly. No patient complications were reported.